Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection observed the emitter lens was cracked. The device passed functionality testing and was able to obtain measurements. Accuracy testing was performed and the device measured outside the accuracy specification. Performed a zeroing and the value was still outside the specification due to the crack in the emitter lens. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event. The initial reporter contact # was submitted as (B)(6) to meet the minimum allowable characters for MDR format submission since no contact # information was available.

Event description:
The customer reported that the device was out of tolerance. No consequences or impact to patient were reported.

Event description:
The customer reported that the device was out of tolerance. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Other text: the initial reporter contact # was submitted as "0000000000" to meet the minimum allowable characters for MDR format submission since no contact # information was available.